Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that they met with a mdt rep who increased their stimulation and they felt pain but reduced it. They also stated that after that they followed with their health care professional, left the settings on for two weeks and then turned it off for 24 hours and restarted the program and increased until it resolved their symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that their device was working just fine and two days ago they had return of symptoms. Patient was having urgency, frequency and felt like they were leaking. Prior to the call today, patient changed from program 2 at 3.0 to program 3. During the call, they had access to the programmer and synched showing stim was on. They were able to make adjustments so patient switched to program 2 and increased stim to 3.9 volts. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare professional (hcp). It was also considered patient completing voiding diary to track progression/therapeutic response. Patient was told to give it a couple days and see if the symptoms get better. Additional information was received. It was reported that the patient had no trauma or falls and the ins was working fine. The health care professional (hcp) noted that the patient's symptoms were resolving and there was an unexplained source of reoccurrence of symptoms. It was mentioned that the patient reported over a 1-2 week period she developed acute urinary urgency, frequency, and incontinence with walking, all of which was new. The hcp reported that the patient also had about 2 and a half days of bladder pain and her nocturia was worse when the symptoms were bad. The hcp confirmed that the symptoms were slowly resolving since, however, the patient experienced intermittent acute sharp electric shock to the left inner buttocks. There were no further symptoms or complications reported or anticipated.